Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient had high blood glucose. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that she was having issues with transmitter. Its wire is getting bent; she is on third one in 3 days. Sensor is showing sensor glucose lower than blood glucose of 300mg/dl. She treated it with shot. The customer reported it was saying sensor glucose was low, stayed at 135mg/dl, she calibrated with blood glucose of 400mg/dl and this was saturday morning. The customer declined troubleshooting of high blood glucose. The insulin pump will not be returned for analysis.